Event description:
In 2008, the patient's mother reported that the connector of the infusion tubing broke when the patient disconnected to shower. She stated that the "post in the infusion set was bent" and the connector "won't line back up, won't click." She stated that this occurred with four other infusion sets in 2007 from a different box with the same lot number. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.